Event description:
The customer called to report an incident involving the pt feeling unwell, experiencing difficulties in lifting his arm. Issue started on: (B)(6) 2012. Xt125 a721. Collect rate 28 ml/minutes. Receiving ecp treatment for cosi fungiocidis borderline sezary syndrome. Blood pump error during emptying bowl of 6th (final) cycle. The blood pump error is reported in a separate complaint under (B)(4). No uvadex administered yet. At that moment in time, pt was close to collapsing, experiencing nausea, had difficulties in lifting arm. Customer called ward physician because suspected stroke. Pt currently undergoing computer comography of head. Customer prepared fluids for manual return. Event during treatment, prior to alarm: central catheter (demas catheter) of pt had opened, pt lost blood. Pt was traumatised by this event, experienced weakness/nausea. Cust administered saline: pt felt better. Units of stored blood were prepared for administration to pt. Duration of treatment requested and unk. This was 41st treatment session. Last 2 sessions had to be abandoned because of issues during treatment. Cts advised the customer that blood pump error late during treatment indicated presence of clots/aggregation. The customer stated that no clots visible in bowl/flm. The customer stated that fluids passed through flm with difficulty when preparing manual return. Cts advised the customer not to return fluids to pt, as too much time will have passed. The customer stated that, in their opinion, this event was caused by the issue with catheter as well as with treatment. The pt received blood transfusion and hospitalized for an unk extended period.

Manufacturer narrative:
This is not an adverse drug reaction because the drug has not been administered to the pt. The symptoms reported by the pt could be related to the system action on the pt blood pressure therefore, this event is assessed as serious, not expected and related to the device. Info received from the customer on (B)(6) 2012: pt currently is very well, no after-effects persisting. Pt was successfully treated with ecp on (B)(6) 2012. Pt is diabetic (takes 1 tablet/day), suffers from anaemia and has high blood fat values. Nurse did not express her opinion on whether this could have contributed to the event. Info received from the customer on (B)(6) 2012: pt has demask catheter, the customer stated that there had not been any issues with the catheter during treatment: no air entered the catheter, no blood loss. The customer excluded air embolus. Nurse did not express her opinion on whether she thinks the issue could be related to other medical conditions such as diabetes, high triglycerides in conjunction with pre treatment anaemia. (B)(4).